Event description:
The customer reported a sample showing positive and upon retest the sample showed negative.

Manufacturer narrative:
The customer reported a sample tested positive and upon retest tested negative. Retain samples for the same lot were tested and met all acceptance criteria. Root cause: no root cause was identified. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. The lot continues to meet product claims. Trends of discrepant results will be trended and reviewed, with action taken as appropriate in response to any adverse trends or events.